Manufacturer narrative:
Concomitant medical product: fr995-29 tissue valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an at/af (atrial tachycardia/ atrial fibrillation) recorded episode that appeared to be due to external emi (electromagnetic interference). The ICD (implantable cardioverter defibrillator) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.